Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the cuffs, link, needle tip and monofilament were not returned with the device. The plunger was returned and the anterior needle appeared normal. There was no needle strike mark on the anterior and posterior foot. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported complaint. During investigation, the plunger was reinserted and the needle trajectory, needle depth and push mandrel travel were acceptable. Also, the needle trajectory is checked twice during the manufacture of the device; therefore, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A review of the finished product lot history record did not reveal any findings relevant to this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a right common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.